Event description:
Information was received a smiths medical tracheostomy/silicone - bivona inner cannula malfunctioned. The event described a tracheostomy tube change was completed without issue but upon attempting to insert inner cannula it would not click into place. Other inner cannulas were opened and issue persisted. Another tracheostomy tube change was completed and a new box of inner cannula's was opened. This required a tracheostomy trach tube change out.